Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 6 days of data (13sep2022 ¿ 19sep2022 per the timestamp). The log file captured a backup battery fault alarm on 18sep2022 from 12:29:14 to 12:42:55 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on 18sep2022 at 12:35:11 to exchange the system controller. No other unusual events were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that exchanging the system controller resolved the issue. It was also stated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27apr2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a syncopal event. The patient stated that they had a "change controller" alarm and proceeded with an at-home controller exchange. The patient was reportedly standing while performing this exchange and had a syncopal episode while changing the controller. Review of the log files noted backup battery faults leading up to the driveline being disconnected for the exchange. The alarms reportedly resolved with the system controller exchange and the patient was discharged home.